Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement associated with clip opening during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted and attempted to be deployed; however, the clip opened while establishing final arm angle (efaa). Troubleshooting was performed, but the clip continued to fail final arm angle. The clip was removed and replaced. One clip was successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay. No additional information was provided.